Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty pairing a dexcom g7 sensor to the ilet, with prolonged ¿pairing with sensor¿ status and cgm offline despite initial guidance to wait and attempts to re-enter the pairing code, toggle bluetooth, and restart the ilet. Symptoms included no adverse clinical effects and no impact to blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting, device restarts, re-initiation of pairing, and a magnet swipe over the sensor that prompted the sensor to enter warmup and resume expected operation. Investigation of this case revealed a pairing connectivity issue between the ilet and the g7 sensor that was resolved through user-level troubleshooting and reactivation of the sensor, with no device hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or initialization issue corrected by standard troubleshooting.